Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a left atrial appendage closure (laac) procedure to treat bleeding risk, a versacross connect kit was selected for use. Site access was gained, and watchman sheath and dilator were advanced however, the physician felt a lot of resistance over the mechanical guidewire. It was noted that the mechanical guidewire possibly got kinked while advancing it to the narrowed portion of inferior vena cava (ivc). The wire would not track up. When it was attempted to remove the mechanical guidewire, it was difficulty to withdraw it. The mechanical guidewire frayed at the tip of the dilator and damaging the dilator as well but remained in one piece. Hence to resolve the issue, a new kit was opened, and the procedure was completed successfully. No patient complications occurred. It is possible to suspect the use of excessive force at the access site. The device is expected to be returned for analysis.